Event description:
During the investigation on (B)(6) 2022, the returned autopulse platform (sn (B)(4) failed initial functional testing due to fault 27 (encoder fault). No patient involvement.

Manufacturer narrative:
During the investigation on (B)(6) 2022, the returned autopulse platform (sn (B)(4) failed initial functional testing due to fault 27 (encoder fault). The root cause for the observed fault 27 was a defective integrated encoder gearbox, likely attributed to the aging of the device. The autopulse platform was manufactured in 2009 and is 13 years old, well past the expected serviceable life of 5 years. The integrated encoder gearbox was replaced to address the observed fault. Visual inspection of the returned autopulse platform revealed one of the head restraints on the top cover was pulled off. The cut head restraint does not render the autopulse platform non-functional. The patient's head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints, which is likely attributed to user mishandling. Further visual inspection revealed cracks on the front and bottom enclosures and a damaged battery cable, likely attributed to user mishandling or wear and tear. The damaged parts were replaced to address the observed physical damages. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for autopulse platform with sn (B)(4).